Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection diagnosed in (B)(6) 2023 and was discharged into hospice care on (B)(6) 2023. The patient passed away on (B)(6) 2023 due to infection and sepsis in hospice care. The source of infection was unknown. The infection was not treated as the patient was in hospice care. It was unknown if the death was device related. The device reportedly functioned as intended.